Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation. Patient age/date of birth was requested but was not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported that the lipids and the tpn lines were alarming for occlusion due to a crack and clogged filter while connected to a patient in the nicu. There was no harm.